Event description:
It was reported that the patient experienced bradycardia while the physician was accessing the vertebral body. The patient was sedated using general anesthesia and no ablation was performed. As a result, the procedure was aborted. Medical intervention was performed for the patients bradycardia, however, no further information has been obtained despite good faith efforts. The patient is doing well postoperatively.

Event description:
It was reported that the patient experienced bradycardia while the physician was accessing the vertebral body. The patient was sedated using general anesthesia and no ablation was performed. As a result, the procedure was aborted. Medical intervention was performed for the patient's bradycardia, however, no further information has been obtained despite good faith efforts. The patient is doing well postoperatively.

Manufacturer narrative:
Correction to initial emdr in block d4.